Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('unjustifiable breakages of the device inside her body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse event ("patient experienced adverse events not reported in local label"). The patient was treated with surgery (fallopian tubes and uterus were removed). At the time of the report, the device breakage and adverse event outcome was unknown. The reporter considered adverse event and device breakage to be related to essure. The reporter commented: the patient underwent some test and surgeries due to the effects of the removal and other complications caused by essure. Most recent follow-up information incorporated above includes: on (B)(6) 2020: reporter¿s information provided, and the event ¿device breakage¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('unjustifiable breakages of the device inside her body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse event ("patient experienced adverse events not reported in local label"). The patient was treated with surgery (fallopian tubes and uterus were removed). At the time of the report, the device breakage and adverse event outcome was unknown. The reporter considered adverse event and device breakage to be related to essure. The reporter commented: the patient underwent some test and surgeries due to the effects of the removal and other complications caused by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('unjustifiable breakages of the device inside her body') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and adverse event ("patient experienced adverse events not reported in local label"). The patient was treated with surgery (fallopian tubes and uterus were removed). At the time of the report, the device breakage and adverse event outcome was unknown. The reporter considered adverse event and device breakage to be related to essure. The reporter commented: the patient underwent some test and surgeries due to the effects of the removal and other complications caused by essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Unjustifiable breakages of the device inside her body [device breakage]. Patient experienced adverse events not reported in local label [adverse event nos]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("unjustifiable breakages of the device inside her body") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2011, the patient had essure inserted. On unknown date she experienced device breakage (seriousness criterion intervention required) and adverse event ("patient experienced adverse events not reported in local label"). The patient was treated with surgery (fallopian tubes and uterus were removed). At the time of the report, the outcomes for these events were unknown. The reporter considered adverse event and device breakage to be related to essure administration. The reporter commented: the patient underwent some test and surgeries due to the effects of the removal and other complications caused by essure. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6)2024: new reporter (family member) added. Annex e updated for related event. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced adverse event ("patient experienced adverse events not reported in local label"). The patient was treated with surgery (fallopian tubes and uterus were removed). Essure was removed. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. The reporter commented: the patient underwent some test and surgeries due to the effects of the removal and other complications caused by essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.